Event description:
The customer reported that he was hospitalized with high blood glucose of 350 to 400 mg/dl. The customer stated he had been drinking a lot of juice. Per the healthcare provider, the cause of the customer's emergency room visit was high blood glucose and a small issue with his heart. He was hospitalized for three days and was wearing the insulin pump at the time of hospitalization. The customer declined troubleshooting with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).